Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2017-00129 and 3012447612-2017-00131 thru 3012447612-2017-00133.

Event description:
It was reported that four rods were found to be identified with the incorrect length while stocking them into sets. There was no patient involvement associated with this event. This is report one of four for this event.

Manufacturer narrative:
The returned rods were examined. Investigation into the event and a review of the manufacturing records determined that the actual length of the rod, the part number etched on the rod, and the part number and description (including length) on the package label were all correct. However, the length etched on the rod was incorrect; the length was etched as 50mm instead of the actual and correct length of 55mm. The cause is attributed to a supplier manufacturing error during the etching process.